Event description:
It was initially reported that a pt would be scheduled for removal of the lead and generator as the pt pulled out the lead wire. There was no report of infection. Good faith attempts to obtain additional info are currently being made.